Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer visited emergency room and was admitted into the hospital due to high blood glucose of over 600 mg/dl on (B)(6) 2019. Customer experienced headache and trouble while walking. Customer was treated with insulin drip and saline solution. Customer also mentioned that potassium level was 14 units which was also the reason of hospitalization. Customer performed self test and no error were found. Drive support cap was normal. Insulin pump will not be returned for analysis.